Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, while preparing the device,the nurses discovered that the tip of the sphincterotome was damaged and claim it was missing a small piece of the blue tip. A new hydratome rx sphincterotome was opened and used to complete the procedure. The patient did not come into contact with the damaged device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).